Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon catheter shaft fractured while being advanced on the wire. The catheter was removed without incident. No pt injuries or complications were reported.